Event description:
New information on 4/23/18 stated that the patient presented remotely. Upon review of the transmission, the right ventricular lead continued to exhibit noise. The noise was collected during patient sleeping hours. Isometric testing was considered. The patient would continued to be monitored.

Event description:
It was reported that the non pacer dependent patient presented via merlin.net transmission. Upon review the right ventricular lead exhibited high ventricular rates due to noise. All other electrical measurements were stable. The lead was reprogrammed and the patient would continue to be monitored.